Event description:
It was reported that a patient complained about a change noticed in recharge duration for their implantable neurostimulator (ins) using the wireless recharger (wr). The ins was implanted a few months ago. Since last week, the recharge duration changed from 1.5 hours to 2.5 hours. The patient uses the belt to recharge their ins, the stimulation settings remained the same and stimulation was always turned on. It was unknown what the coupling strength was before and after the change was noticed and whether the recharge speed was changed. It was unknown what the starting and ending percentages are for the longer recharge durations, compared to the shorter one. Further, it was unknown whether the patient experienced a fall or not. However, an x-ray was made to verify the position of the ins relative to the skin, and based on this, it was confirmed by the hcp that the ins position was still good (not too deep, parallel to the skin). There was currently no information on the stimulation settings and the system impedances. The patient was currently hospitalized with a pulmonary embolism (which was not related to the dbs device, therapy, or procedure) and therefore, the recharging issue is not a priority until the patient's other issues are sorted. The device was charging ok and everything was working aside from the patient's wife stating that it was taking an hour longer than normal to recharge the ins. The rep and dbs nurse plans to meet with them on oct-20th to review reports, recharging times, and recharging signal.

Manufacturer narrative:
D6a. The implant date is an estimated date (month/year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.